Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, menorrhagia, endometriosis and endometrioma. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia") and endometriosis ("endometriosis /endometrioma."). The patient was treated with surgery (laparoscopic hysterectomy,bilateral salpingectomy,removal of right ovarian endometrioma,cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding and endometriosis outcome was unknown. The reporter considered endometriosis, heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis uterus, cervix and bilateral fallopian tubes; hysterectomy: uterus (180 grams) with proliferative endometrium. Chronic cervicitis. Bilateral fallopian tubes with no histopathologic abnormality.. Bilateral essure coils(gross exam only) no evidence of malignancy.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.